Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) possibly clipped the edge of the 5f non-cordis sheath hub upon entry through the valve and was torn because the sealant was exposed & deployed into the 5f non-cordis sheath. Manual compression was applied. There was no reported patient injury. The device was inspected prior to use, and no anomalies were noted. Excessive force was not used to insert the device into the 5f non-cordis sheath, but the sealant sleeve may have clipped the hub upon entry through the valve. The sealant was prematurely exposed/deployed during insertion into the 5f non-cordis sheath. The sealant was exposed to bodily fluids due to damage to the sealant sleeves. The damage to the sealant sleeves was noted after withdrawing the device from the 5f non-cordis sheath. The device was being used as intended, and there were no unusual circumstances with the patient or procedure. The product was not expired or damaged, the user was not new to the product. There were no previous problems with the product, no misuse, no other products were used. A 5f non-cordis sheath was used. The mynx vcd was used in a diagnostic procedure with a retrograde approach used. The deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeves of a 5f mynx control vascular closure device (vcd) possibly clipped the edge of the 5f non-cordis sheath hub upon entry through the valve and was torn because the sealant was exposed & deployed into the 5f non-cordis sheath. Manual compression was applied. There was no reported patient injury. The device was inspected prior to use, and no anomalies were noted. Excessive force was not used to insert the device into the 5f non-cordis sheath, but the sealant sleeve may have clipped the hub upon entry through the valve. The sealant was prematurely exposed/deployed during insertion into the 5f non-cordis sheath. The sealant was exposed to bodily fluids due to damage to the sealant sleeves. The damage to the sealant sleeves was noted after withdrawing the device from the 5f non-cordis sheath. The device was being used as intended, and there were no unusual circumstances with the patient or procedure. The product was not expired or damaged, the user was not new to the product. There were no previous problems with the product, no misuse, no other products were used. A 5f non-cordis sheath was used. The mynx vcd was used in a diagnostic procedure with a retrograde approach used. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that neither button 1 nor button 2 was depressed. The stopcock was found in the open position, with no syringe returned for this evaluation. A portion of the sealant was returned, partially retained in its manufactured position, and was completely exposed. A severe split condition was observed on the sealant sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not show any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis could not be performed to verify the slit length due to the severe split condition of the sealant sleeves. Additionally, the catheter working length was verified and noted to be within the defined specification. The measurement was obtained using a calibrated ruler. Per functional analysis, a simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the returned sealant portion and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in a distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were observed through analysis of the returned device since the sealant sleeves had a severe split condition and the sealant was exposed from the damaged sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (it was reported that excessive force was not used to insert the device into the sheath, but the sealant sleeve may have clipped the hub upon entry through the valve) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.